Manufacturer narrative:
As a result, the device history records of the ipg was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the devices were in conformance at shipment and a single definitive root cause for the in-vivo impedance issues were unable to be conclusively determined.

Manufacturer narrative:
(B)(6). Date of event is estimated.

Event description:
It was reported the ipg has reached its end of service. Surgical intervention may take place at a later date.